Event description:
It was reported that the dental implant failed due to the fracture of the neck. The doctor reported: wound dehiscence.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k011028 and k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 3.7mm 3.5mm 10mm (tsvb10) was returned for investigation. Visual evaluation of the as returned implant identified fracture at collar area and show signs of use. Additionally, inside the implant was a fractured screw. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing condition noted on the per was low bone density (type iii). The reported devices were at unknown tooth location for approximately 1 year, 8 months. Device history record (DHR) review was completed for the subject lot number (1235368). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the dhrs. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: implant. Therefore, based on the available information, device malfunction did occur, and the reported events of implant fracture was confirmed.

Event description:
No further event information is available at the time of this report.